Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will no power on or charge. There was no patient involvement.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit will no power on or charge. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) spoke with the customer over the phone and instructed the customer to reseat device into the cart. The customer confirmed ac charging was resumed. Then, the fse arrived to conduct a preventive maintenance (pm) per schedule. The unit passed all calibrations, functional testing, and safety testing to factory specifications. The unit was then returned to the customer cleared for clinical use. H3 other text : not returned to manufacturer.